Manufacturer narrative:
(B)(4). Date sent: 9/26/2017. Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a gastric sleeve procedure the 1st firing delayed slightly then cut about 1/3 of the way cutting tissue and deploying goal post staples. The staples were removed and another black reload was inserted into the device. The 2nd firing jammed and the reverse button was used to remove the device. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57940. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.